Event description:
Customer accidentally entered the load process and inadvertently delivered insulin to themselves during fill tubing while connected to the site. There was no reported impact to the customer's blood glucose level; however, the customer took the proper precautions with their blood glucose level shortly after the event.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.